Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested and received: additional information requested and received: how was the patient impacted? On what tissue type was the device used? At what location on the tissue? A resection of 5 cm tissue was necessary. Enough distance between new anastomosis and rectum so there is no disadvantage for the patient. The procedure could be finished successfully with a new resection and a new instrument. A trocar incision was extended to retrieve the complained instrument from situs. This issue occurred during the first firing of the device. There were no anomalies noticed at the instrument or during insertion of the reload. Experienced user. Patient is fine. No further information is available.

Event description:
It was reported by the affiliate that during a laparoscopic sigma procedure the device could not be opened. The surgeon had to take a second instrument to cut stapler out of situs. No further information is available. No patient consequences reported. Procedure was completed with same like product.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired and with the lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is design to lock out after a partial or complete fire to avoid re firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. Furthermore, the device was noted to have the firing and clamping mechanism damaged. The device was disassembled to verify the condition of the internal components and the yoke was found damaged where engages with the tube (yoke flange). Additionally, the firing trigger teeth were found to be broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.